Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
On (B)(6) 2020, the patient underwent a left total hip replacement in which depuy pinnacle components were implanted. Following the procedure, the patient experienced ongoing hip pain, difficulty bearing weight, and mechanical symptoms including catching and locking of the hip. On (B)(6) 2023, the patient underwent a left hip revision surgery due to failure of the implanted components. During the revision procedure, the surgeon confirmed failure of the depuy components. The operative findings included a failed titanium-to-titanium acetabular liner, metallosis, and metal wear of the acetabular component. The surgeon observed significant metallosis with darkened tissues and darkened motor-oil-color joint fluid. The gluteus minimus had significant metallosis and degeneration. The capsule had an inner metallosis rind formation. The metallosis issues were debrided and tissue was sent to microbiology and pathology. The acetabular liner was found to be dissociated inferiorly, with sheared locking tabs, allowing the ceramic femoral head to articulate directly against the metal inner shell of the acetabular cup. As a result of this metal-on-ceramic contact, there was significant wear to the acetabular component and metal striping of the ceramic femoral head. The femoral stem remained stable. This failure permitted direct contact between the ceramic femoral head and the metal acetabular cup, generating metal debris and metal ions that were released into the patient's surrounding tissues. The presence and toxicity of these metal ions were evidenced by the extensive metallosis observed intraoperatively, requiring surgical debridement and removal of contaminated tissue. As a direct and/or proximate result of the defective nature of the depuy components, specifically the failure of the locking mechanism of the pinnacle acetabular cup which caused the polyethylene liner to dissociate, the patient has suffered physical and mental pain, disability, disfigurement, loss of enjoyment of life and lifestyle, economic losses, and medical expenses, as further described herein. Affected side: left hip.